Manufacturer narrative:
Full initial reporter establishment name e1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. Based on the results of the investigation, a probable root cause for the customer's allegation could not be identified. Regarding the noisy image, it is due to damage on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed a scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.